Manufacturer narrative:
The product was not returned for eval. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. No product lot number was reported therefore, no qualification records were reviewed.

Event description:
The customer reported on (B)(6) 2014 her blood glucose and insulin history is as follows: see scanned table. She was taken to the hospital by the emergency medical tech and upon arrival she was diagnosed with hypoglycemia. The placed her on an intravenous therapy of glucose and fluids. On (B)(6) 2014, she was released from the hospital with bg reading of 184 mg/dl.